Event description:
It was reported that the following issue was observed on the device: "fails closed barrel clamp even after calibration." Additional notes provided by the facility¿s clinical engineering support services include: "when I opened the unit to replace the linear position sensor, I found that the linear sensor connection on the main board was not connected. I must have missed it when I put the unit back together last time. I replaced the connection, and the unit did not give me the 351.6660 error. I recalibrated the unit, and ran it through all of its pm tests, with no other issues." Reported problem cause description: "calibration - adjustment." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.